Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The valiant device was implanted in the abdominal aorta as the diameter of aorta was too big for an endurant device. It was reported that the valiant stent graft was planned to be implanted infra-renal and preplanned to use aptus anchors proximal due to the patient's conical and angulated aortic neck. After the valiant stent graft was implanted there was a type ia endoleak. The aptus anchors were placed as planned and the final angiogram showed the endoleak was resolved. The cause of the type ia endoleak was due to the stent graft not fully opposed to the vessel wall. No additional clinical sequelae were reported and the patient is fine.